Event description:
It was reported that the patient underwent a mast posterior spinal surgery. It was reported that the driver tip broke during insertion of the bone screw. The surgery was converted to a mini-open procedure. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.